Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
The customer reported that at the cancer center, during morning rounds when the patients' double lumen turbo-ject power-injectable peripherally inserted central catheter (PICC)-spectrum line dressing was about to be replaced, a crack was noted in the capped lumen. The physician gave the order not to use that lumen, and interventional radiology (ir) was notified of the need for a PICC exchange. Later in the day, the patient report the end of the PICC line broke off. The PICC line remained clamped and ir was notified that the PICC exchange was needed more urgently. The line was replaced as a result of the issue. The product is reportedly available for return; however, as of the date of this report, no device has yet been received for evaluation.

Manufacturer narrative:
A review of the documentation, manufacturing instructions, quality control, specifications, trends, and visual inspection of the device was conducted during the investigation. One device was returned for investigation. Only a white hub was returned. Under magnification, no cracks were visible. The tubing was flushed with the hub fitting with striated markings. The clear tubing was not returned for investigation. Additionally, a document based investigation evaluation was performed. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. Additionally, a complaint lot search could not be conducted. Based on the provided information a definitive cause cannot be established or reported at this time. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. This failure mode has been escalated per internal processes. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. Blank fields on this form indicate the information is previously submitted, unknown, or unavailable a review of the documentation, manufacturing instructions, quality control, specifications, trends, and visual inspection of the device was conducted during the investigation. One device was returned for investigation. Only a white hub was returned. Under magnification, no cracks were visible. The tubing was flushed with the hub fitting with striated markings. The clear tubing was not returned for investigation. Additionally, a document based investigation evaluation was performed. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. Additionally, a complaint lot search could not be conducted. Based on the provided information a definitive cause cannot be established or reported at this time. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. This failure mode has been escalated per internal processes. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.